Event description:
It was reported that the septum unglued during use with a prn adapter. The following information was provided by the initial reporter, "one day after surgery, the prn rubber at the end of the right deep vein indwelling needle fell off, resulting in the catheter lumen being open and not closed."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8288241. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the septum unglued during use with a prn adapter. The following information was provided by the initial reporter, "one day after surgery, the prn rubber at the end of the right deep vein indwelling needle fell off, resulting in the catheter lumen being open and not closed."